Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to mesh erosion the patient underwent mesh removal on (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion and dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.